Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass the user experienced high line pressures. Cpb, to remove a growth from the mitral valve, was approximately 45 minutes. No known impact or consequence to pt. The product was not changed out. Surgery was completed successfully.